Event description:
The lay user/pt contacted lifescan alleging that the product was reading the following message: in accurate control high. The customer care advocate walked the lay user through control solution test and the result fell outside the specified control solution range. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.